Event description:
The customer initially called due to a safety letter he received in the mail. The customer then stated that he was hospitalized due to cardiac attacks, and his kidneys and diabetes suffered as a result. The customer stated that he had been trying to deliver 15 units of insulin prior to the event, but the insulin pump would not deliver the insulin. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.